Manufacturer narrative:
.

Event description:
It was reported to the manufacturer by the end user, per the end user the patient fell while being transferred in the lift. The patient received whole body x-rays and they were all negative. Complaint# (B)(4) were entered into our system to have the lift returned to joerns for investigation. As of this writing, the lift has not been returned.